Event description:
A report was received that a patient had an infection. It is unclear if the infection was related to the patient's implantable pulse generator (ipg) or as a result of a hip replacement surgery.